Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) was having some type of medical treatment performed and believes that she received a shock. Technical services recommended to contact the clinic. Additional information was requested from the field representative however, no new information was obtained. At this time, the system remains in service. No adverse patient effects were reported.